Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The iabp passed all calibration, functional and safety tests that were performed. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the intra-aortic balloon (iab) would not inflate or deflate properly. The cardiosave intra-aortic balloon pump (iabp) swapped out for another iabp using the same iab and it then operated normally. No patient harm or adverse event was reported.